Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: loss of power. Probable root cause: light engine malfunction . Main board, receptacle board, or front board malfunction. Damaged or missing esst spring. Incorrect/no communication with 1688. Overheating. Power supply malfunction. Software malfunction. Hf/rf interference. Cybersecurity attack . The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.